Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061653) on 17-may-2016. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled for a year straight/constant heavy bleeding') and pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced headache ("constant headaches from time I wake up until I go o sleep") and device dislocation ("migration"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, headache and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Reporter added. New event migration and removal were added. Dates of essure insertion: and removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061653) in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Soon after she got essure, she bled for a year straight, her doctor told that was normal for essure since then, and she had to go to the emergency room several times for pain and constant heavy bleeding. The doctor said she was fine. She reported that recently she had constant headaches from the time she wake up until she goes to sleep. Correction (17-may-2016) following company internal review: seriousness criteria (required intervention) updated. Follow up 08-jun-2016: quality-safety evaluation of ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 10-jun-2016 no response was obtained after follow-up attempts. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain (seen as pelvic pain) and bled for a year straight / constant heavy bleeding (seen as genital bleeding). These events are listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. In this case, soon after she got essure, she bled for a year straight. She had to go to the emergency room several times for pain and constant heavy bleeding. Based on a compatible temporal relationship and considering their nature, a causal relationship between these events with suspect insert cannot be excluded. Considering the duration of genital bleeding and the fact that she went to the emergency room several times, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs